Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 16) occurred. Customer¿s blood glucose value was 120 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.